Event description:
It was reported that the patient experienced ineffective therapy during their trail. Diagnostics revealed that all impedance were high. As such, the bandage was removed and a cut in the extension was seen. As such, the extension was removed and replaced with a new extension to address the issue.

Manufacturer narrative:
Corrected data: the report event of the lead breakage due to a scissor cut was confirmed. As received, visual inspection showed the returned lead been cut in 2 segments (length 47cm) without header.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned both end segments of lead were passed isolation resistant testing. The cause of the reported event remains unknown.